Manufacturer narrative:
The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are patient factors (specifically diabetes), vessel/lesion factors (svg) and procedural factors that may have contributed to this patient's restenotic event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
Report received regarding a (B)(6) female (B)(4) who is currently participating in the (B)(4) trial. The patient's past medical history is significant for diabetes mellitus treated with oral medications, hypertension, previous myocardial infarction on (B)(6) 1993 and coronary artery bypass graft on (B)(6) 1993. The patient's allergy history is unknown. On (B)(6) 2010, due to stable angina, positive stress test and being post-st segment elevation myocardial infarction (stemi) without recurrent ischemia, the patient underwent the index procedure with deployment of cypher 3.5 x 18mm stent in the vein graft, svg - ostial to proximal rca. Post-procedure residual stenosis was 0% with timi 3 flow. On (B)(6) 2010, the patient received a peri-procedural loading dose of study medication clopidogrel, 600 mg. On (B)(6) 2010, the patient began daily 75 mg clopidogrel dosing. When the patient began 325 mg aspirin dosing is unknown. On (B)(6) 2010, the patient was discharged from the index procedure hospitalization. On (B)(6) 2010, the patient presented for an elective cardiac catheterization due to angina. The cardiac catheterization revealed in-stent restenosis. A successful pci was performed on the same day. On (B)(6) 2010, the event is recorded as resolved and the patient recovered. On (B)(6) 2010, the patient was discharged from the hospital in "stable" condition, status-post pci, vein graft, svg - ostial to proximal rca. No additional information was provided.